Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation, a follow-up MDR will be submitted.

Event description:
It was reported that during the beginning of a da vinci s mitral valve procedure, the permanent cautery spatula broke while the surgeon was removing an excessive amount of paracardial fat in order to access the pericardium. Pieces of the broken instrument fell into the patient and were removed. The instrument was replaced and the procedure was completed using replacement instrumentation.